Event description:
It was reported that: the patient had been in the unit for a coupld of weeks and was a critically ill patient. A therapist was in the room and checked the machine and the settings for the pt. The therapist performed a treatment with an inhaler and then left the room. The therapist claims to not have placed the device in the standby during the time with the pt. Other staff walked by the room and heard the ventilator alarm and also a pulse oximeter monitor alarm. The reading for spo2 was at 78%. The pt had a pacer. The staff began to manually ventilate the patient had a pacer the staff began to manually ventilate the pt and called for the respiratory therapist. The therapist entered the room and reported that the ventilator was in standby. The pt went into v-tac and coded. The code took approx ten minutes to address and then the pt was placed back on the ventilator. After twenty minutes the ventilator was replaced. The pt's condition was reported to deteriorate. The pt expired later that night around 11:00 pm.